Event description:
As reported by an edwards (B)(6) affiliate, during a transfemoral tavr procedure with a 23mm sapien 3 ultra valve, the patient's blood pressure was 90/100 and struggled to return after rapid pacing during valve deployment (post deployment, 60mmhg and decompensated slowly for up to two minutes). During an aortogram of the valve, the patient showed signs of neurological distress, slurred speech, and confusion. The output was lost with pulseless electrical activity (pea) arrest. An echo showed a small pericardial effusion. Approximately 250ml was drain, and the patient underwent 50 minutes of CPR. There was no evidence of a dissection nor an annular rupture on fluoroscopy and echo. After 50 minutes, there was a return of spontaneous circulation (rosc), and the systolic pressure was 40mmhg. The surgeon was initially hesitant to open the chest due to the fragility of the patient, however, after 50 minutes of discussion to open chest they decided to proceed, and the chest was opened. An aortic root was observed, but no actions were taken. The patient passed away due to cardiac arrest following the pericardial effusion and annular rupture. Upon follow up, a small hematoma was noted on back wall of annulus with no bleeding from the area when visualized. As per medical opinion, the root cause of the pericardial effusion was an annular rupture. The root cause of the annular rupture was valve deployment.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Although the exact cause and source of the annular rupture cannot be determined, it is possible the mechanisms of the tavr procedure described above or patient factors not provided may have caused or contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.